Manufacturer narrative:
The cori console p/n rob10024 (B)(6) used in treatment was returned. Nothing was identified visually or functionally that contributed to the reported problem. The software files were downloaded from the device and provided for investigation. The log files do not indicate any system or software issue related to the reported complaint. The screenshots were reviewed with clinical account representatives, and the case did not appear to have any abnormalities. It was confirmed that the system initially sized the femur to a size 6. It was also confirmed that the user sized down to a size 4n, went into femur bone removal, and then again went to implant planning and adjusted the femur to a size 3. The most likely cause of this reported event could have been inadequate coverage of the anterior cortex during femur free collection, such as painting over osteophytes or soft tissue that made the ap size of the femur appear larger than it actually is, resulting in a larger sized femur. As found in the real intelligence cori for knee arthroplasty user manual (500230), cori initializes a femoral component size by evaluating the ap size of the patient¿s anatomy based on the free collection mesh. The surgeon can adjust the size and position of the implant components based on the surgeon¿s discretion and preferences. The clinical/medical evaluation concluded: ¿per complaint details, during a cori tka, the system initially sized the femur as a 6 and they sized down to a 4n on the planning screen. It was reported that after performing the distal cut, ¿which would have been the same regardless, then went back to the plan and sized down to a 3 for ml was overhanging. Only the ap dimension and flexion space were adjusted by sizing down, according to the surgeon¿s preference¿. It was communicated operative reports were not available, there was no injury to the patient, the surgeon was satisfied with the surgical outcome and no additional interventions were required due to the reported event. Per the cori e-book: planning: initial sizing & placement: ¿ note: for tka, initial sizing and placement of the femur and tibia components are dependent on the surface mapping definition, especially on the distal, posterior and anterior regions, and mediolateral borders. Optimal surface definition in these regions is critical for the software to best estimate a good starting position for the femur and tibia implant¿. Based on the information provided, the surgeon sized down per preference and was satisfied with the surgical outcome. No patient injury, additional interventions, or surgical delay was reported; therefore, no further medical assessment is warranted at this time.¿ this situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports. A review of prior escalation actions was performed and found no actions that are applicable to the scope of the reported complaint. This issue will be continuously monitored through complaint investigation and post market surveillance. Based on the investigation, no containment or corrective actions are recommended at this time.

Event description:
It was reported that, during a cori tka procedure, the system initially sized the femur as a 6 and they sized down to a 4n on the planning screen. After performing the distal cut, which would have been the same regardles, then went back to the plan and sized down to a 3 for ml was overhanging. Only the ap dimension and flexion space were adjusted by sizing down, according to the surgeon¿s preference. There was no injury to the patient. No other complications were reported.